Manufacturer narrative:
The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported blood glucose of 31 mg/dl and 35 mg/dl. She said that a family member treated her with oral carbohydrates and called emt around 4:30pm. The pt reported that her blood glucose increased by the time emt arrived and they did not provide any treatment. Her reported blood glucose was 313 mg/dl when emt departed. The pt reviewed her bolus history and confirmed she delivered 8.25 units at 12:00pm and 10 units at 10:00 pm; both bolus deliveries were normal indicating that she does not use the pump to calculate the bolus amounts. The pt confirmed she could have delivered excess bolus for lunch that day; she cannot recall what she ate. She reported that she changed the battery that day; the prime history showed that she primed the pump with 17 units at 11:20am and filled cannula 0.5u at 11:21am that day. The pt said that she did not think she primed while attached but also said that she cannot be absolutely certain. She denied increased, unplanned activity that day. She reported that she was not sure how often she changed the infusion sets. The pt noted that she is getting older and wondered if the pump is now too complicated for her since her memory is not good. Customer support advised her to consult her health care provider for possible changes in blood glucose management. This complaint is being reported for the hypoglycemic event due to user error.